Event description:
It was reported that after a total abdominal hysterectomy procedure in 2001 the pt developed chronic infections of the incision with four drainage sites; one above the umbilicus and three below the umbilicus. The suture was used to close the abdominal fascia. The entire scar was excised down to the fascia and the suture was removed. The areas of inflammation and necrosis were debrided.